Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) to breath delivery (bd) cable, which resolved the reported issue. Revision software was loaded. The ventilator then passed all performed calibrations and testing.

Event description:
It was reported that during patient use, the ventilator had a loss of communication. The patient was removed from the ventilator and switched to another ventilator without any reported harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.